Manufacturer narrative:
It was reported that resuscitation was performed twice during use of the evita 4, and that no detectable or sufficient tidal volume was displayed during invasive ventilation. For the investigation, the information and the logs of the evita 4 device were analyzed. In addition, the device was examined on-site by a dräger service technician. Based on the results of the investigation, no device failure could be identified. The device responded as specified and generated corresponding alarms for detected deviations in the hose system as well as patient-specific alarms. In the device log, during the reported period of bipap asb ventilation from 10:54 a.m. To 11:24 a.m., alarms such as ¿apnea,¿ ¿tube blocked,¿ ¿tidal volume high,¿ ¿leakage, etc.¿ were logged. The entries indicate a problem in the tubing system or a blockage of the tube. No device malfunction was detected in the logs. The technician was unable to reproduce the failure, and the device was successfully tested in accordance with the manufacturer¿s specifications. The results of the investigation did not reveal any new risks not already recorded in the product risk management file.

Event description:
It was reported that the patient was initially treated on (B)(6) 2026 at 11:15 using non-invasive ventilation (niv) via the evita 4 ventilator. In the further course, the patient's clinical condition deteriorated with respiratory insufficiency, so that endotracheal intubation was indicated. After intubation without complications, the patient was switched to invasive ventilation in bipap mode. Immediately after the start of invasive ventilation, however, there was no measurable or insufficient tidal volume. Despite checking the ventilation settings and the system, it was not possible to achieve sufficient ventilation for the patient. In the further course, the patient developed circulatory arrest and required resuscitation. A bronchoscopy was performed while resuscitation measures were ongoing. This involved suctioning secretions from the airways. After the bronchoscopy and suctioning, the patient was initially stabilized. Shortly afterwards, a resuscitation situation occurred again. The ventilator was then switched from bipap mode to ippv mode. Despite this measure, it was still not possible to apply a sufficient tidal volume. To further clarify the cause, the patient was disconnected from the ventilator and ventilated manually using an ambu bag. Manual ventilation was possible without any problems. Sufficient tidal volumes were achieved. There were no indications of tube obstruction, tube malposition or tube blockage. Due to a suspected technical malfunction of the ventilator, the evita 4 device used was taken out of service and replaced with a substitute device. After connecting the new ventilator, invasive ventilation could be performed without any technical abnormalities. Sufficient tidal volumes were achieved immediately. The device has no UDI as an UDI was not required at the time the device was manufactured.